Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that within the last 3 days when they take insulin from the device, their blood glucose would not come down. The customer¿s blood glucose level during the incident was 450 mg/dl. They had treated with the insulin pump. Their current blood glucose level was 202 mg/dl. Troubleshooting was performed. The infusion set¿s cannula was not bent. There was no indication of a malfunction from the insulin pump. The device will not be returned for analysis.